Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad/stuck button alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No frozen screen anomaly or blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen was not completely blank, had critical pump error. The customer¿s blood glucose level was unknown. Customer stated alarm occurred during the time that the buttons were not responding and insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer stated insulin pump had insulin pump error alarm and they were unable to clear the alarm. Customer stated insulin pump had frozen display. Customer stated insulin pump screen was turned off and also had power loss alarm. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.